Event description:
It was reported that the insulin pump alarmed button error. Customer stated the numbers are scrolling without input from customer. The blood glucose reading is 117 mg/dl. Customer stated that she tried to treat a high blood glucose of 400 mg/dl, entered a bolus and the blood glucose reading did not decrease. Customer stated that insulin pump did not deliver the bolus. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received in with button error alarm and intermittent button response due to corroded keypad traces. The device passed functional testing, including the displacement, basic occlusion, prime and excessive no delivery tests. Cracks on the display window, battery tube threads, reservoir tube lip, belt clip slot and a scratched lcd window was noted.